Event description:
In 2001, the user facility's or supervisor informed the MFR's rep of the following: during implant, introducer sheath would not peel away. Device was implanted, physician made device pocket larger to accommodate problem with introducer sheath.